Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon pinhole was noted. The target lesion was located in an unknown vessel within the leg. The physician was unable to inflate the balloon and believes that it may be due to a pinhole leak. The procedure was completed with a different device. No patient complications were reported and the patient's condition is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).